Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). During the procedure the patient¿s head was wrapped.surgery to place the internal magnet back into proper position is planned but had not taken place at the time of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the surgery to place back the magnet into the correct position has been completed on (B)(6) 2013. This report is filed october 8, 2013. Implanted device remains.